Event description:
It reported that the patient removed the applicator from the outer plastic circle instead from white center post led to hyperglycemia and was treated with insulin pump on (B)(6) 2026.

Manufacturer narrative:
E1: name: name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.